Event description:
It was reported that an error message displayed for this device. A request was made to have data from this device analyzed. Data analysis confirmed the error message displayed due to extended magnet application. This is typical device operation, the battery is recovering as expected. No further action is necessary. Also, the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided. The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that an error message displayed for this device. A request was made to have data from this device analyzed. Data analysis confirmed the error message displayed due to extended magnet application. This is a typical device operation; the battery is recovering as expected. However, further information was received that another battery analysis was performed, and the results showed the battery depleting more quickly than expected. Device replacement was recommended. This device was eventually explanted, replaced and returned for analysis. No additional adverse patient effects were reported. Gfe f/rep: we received notification that this s-ICD's longevity was at 38% and had a bd error. 1) was the cause of the bd error determined to be due to premature battery depletion? Engineering reviewed the error and deemed it wasn't caused by a battery issue. 2) is this device scheduled to be replaced? If so, when? It is not scheduled to be replaced 3) were there any adverse patient effects reported?no 4) could you please provide the hcp's first and last name that first identified this bd error? Clinical rep (B)(6)

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided. The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that an error message displayed for this device. A request was made to have data from this device analyzed. Data analysis confirmed the error message displayed due to extended magnet application. This is a typical device operation; the battery is recovering as expected. However, further information was received that another battery analysis was performed, and the results showed the battery depleting more quickly than expected. Device replacement was recommended. This device was eventually explanted, replaced and returned for analysis. No additional adverse patient effects were reported.